Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was unable to be interrogated. The company representative performed troubleshooting. She switched out the tablet usb cable and was able to check the patient's device without difficulty. A new usb cable was left for the office to use. The faulty usb cable was received for analysis. However, analysis has not completed to date.

Event description:
An analysis was performed on the returned tablet usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.